Event description:
Patient had diffuse lamellar keratitis (dlk) status/post (s/p) lasik surgery on (B)(6) 2010. Flap lift/rinse on (B)(6) 2010. Complication resolved after surgical intervention.

Manufacturer narrative:
Correction- device is not labeled for single use.

Manufacturer narrative:
Evaluation: conclusion - the equipment was not evaluated after the reported event which occurred on (B)(6) 2010 due to the fact abbott medical optics (amo) became aware on (B)(6) 2012. The condition of the system (since the time of the event) will make the evaluation impossible. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.